Manufacturer narrative:
D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint that the air in line alarm was going off could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd infusion set experienced air in line. The following information was provided by the initial reporter: general complaint of nuisance air in line alarms.